Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He stated she changed the battery and received a battery alarm and then a button error alarm. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.